Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 420 mg/dl. The customer had symptoms such as and treated with syringes. Customer's blood glucose value was 420 mg/dl at the time of the call. Customer's current blood glucose value was 160 mg/dl troubleshooting was performed. The drive support cap appeared normal. The insulin pump passed the high pressure test. The product was not returned for analysis.